Manufacturer narrative:
H3, h6: ¿the reported device was received for evaluation. A visual inspection was performed and found residue on the light engine glass rod assembly. The reported malfunction was not observed during functional evaluation. The lamp works but at a noticeably reduced brilliance. No overheating or foul smell was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors which could have contributed to the reported event potentially include residue buildup and odor from use of a damp light cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time." H5: labeled for single use h8: usage of device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the lens 4k ccu overheated and made a foul smell. Instruments outside patient. The procedure was completed without delay using a back-up device. No patient complications were reported.